Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) "unscrewed" (separated) from the main body (light blue) of a minicap extended life pd transfer set. This was observed during preparation for peritoneal dialysis therapy at home. It was further reported the patient pushed the two pieces back together but were unable to proceed with dialysis. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.